Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During atrial fibrillation ablation procedure, a perforation occurred in the left atrial appendage. The patient became hypotensive and a small effusion was noted. An echocardiogram revealed a cardiac tamponade and a pericardiocentesis was performed to stabilize the patient. The patient is recovering in the ICU. There were no performance issues with the catheter.